Manufacturer narrative:
Additional information: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The peritonitis occurred on an unknown date in (B)(6) 2019. Brand name: the reported product is an unknown baxter transfer set. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient forgot to close the transfer set. It was not reported if the patient was hospitalized for the peritonitis event. The patient was treated with intraperitoneal fortaz (dose unknown, ongoing) for the peritonitis. Dianeal therapy was ongoing; however, four days prior to receipt of this report, extraneal therapy was discontinued. At the time of this report, the patient was recovering from the peritonitis. On an unknown date the patient was retrained on the proper aseptic technique. No additional information is available.